Event description:
According to the reporter, during a uniportal video-assisted thoracoscopic surgery (vats) lobectomy procedure, while transsecting the bronchus, the connecting parts of the adapter and reload were damaged due to the angle and strong force applied when removing the device. However, the reload was fired properly, and the staple line was safe and completed. To address the issue, a new manual handle and reload were used. Later outside the sterile field, they tried to reconnect and then the device was broken. There was no injury to the patient.

Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload adapter was removed without difficulty by pressing the reload unload button back toward the power handle then twisting and removing the reload adapter from the adapter. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument. It was also reported that the device was difficult to unload. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.